Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the ar-6480 dualwave pump is not functioning properly. The wheels that turn while the pump is on are making a loud noise and spinning much faster than normal to sustain normal pressure level settings during its use in arthroscopy cases. There seems to be too much fluid being forced through which has led to excess patient swelling during cases.